Event description:
It was reported that the customer was treated in the emergency room for high blood glucose levels. It was stated that the customer's blood glucose levels were too high to register on the glucose meter. The caller also stated that the customer had been getting multiple motor error alarms prior to the event. Troubleshooting was performed. The insulin pump passed the displacement and self tests. The mother requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.